Event description:
It was reported that the pt died three years ago from heart failure. It was noted that the cause of death was device related; no specifics were provided. The pump was used to deliver morphine. Additional info has been requested from the hcp; a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).